Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via social media that insulin pump shut off causing customer to go into diabetic ketoacidosis. Customer states that issue corrected itself, but needed someone to call her. Customer was given a call back but was not able to talk at the moment.